Event description:
Complainant alleged that the device displayed "defib fault 72", defib fault 109" and "pacer fault 111" messages. Complainant did not indicate that there was any pt involvement in the reported malfunction.